Manufacturer narrative:
Additional manufacturer narrative: on pod# 2 status post avr and mvr, patient experienced an episode of coughing and hypotension and subsequently had a cardiac arrest. After CPR and resuscitation an echo was performed which demonstrated a small pericardial effusion with depressed left ventricular function. The patient was opened and resuscitative measures were provided on the unit, and a significant amount of bright red blood was seen welling up from the posterior aspect of the heart suggestive of an atrioventricular groove tear. This was possibly to be associated with the strut of the valve. The surgeon felt that the only way to approach this was to remove the mitral prosthesis and repair the tear directly. The ventricular tear could be seen from approximately six to four o'clock, mostly ventricularly and did not seem to come particularly close to the av groove. The repair was completed using bovine pericardium. The surgeon noted that this time, a 25mm mitral valve was selected, and placed with difficulty due to the presence of the prosthetic aortic valve. Eventually, the valve was seated. The patient was weaned from bypass with significant biventricular failure. A left ventricular intra-aortic balloon pump was placed. Eventually the patient was stable enough to be transferred to the cpacu in critical condition with the sternum open. Over the next 24-48 hours, the patient stabilized from a cardiopulmonary standpoint. Neurologically, she did not wake up. This may have been related to the patient¿s downtime during the cardia arrest. Eventually the patient developed a vasoplegic syndrome which required significant pressors and had extremity malperfusion. Patient became increasingly acidotic, spiraling in the wrong direction. The tear was too great for the patient to overcome despite successful repair. The patient eventually succumbed.

Manufacturer narrative:
Based on the information received the cause of the event cannot be conclusively determined; however, patient factors and surgical technique likely contributed to the event. If additional information is received a supplemental MDR will be submitted.

Event description:
Through communication from the patient's daughter, it was learned that the patient expired one day after implant of the 25mm mitral valve.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Atrio-ventricular (av) disruption is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. Based on the information received patient factors and surgical technique likely contributed to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 27mm bioprosthetic mitral valve, implanted approximately two days, was explanted due to suspected atrioventricular groove disruption. The patient underwent mitral and aortic valve replacement two days prior due to mitral regurgitation and aortic stenosis. The mitral valve posterior leaflet was essentially frozen. The leaflets were removed and the annulus debrided and sized to a 27mm. At that time, tee revealed both valves were well-seated without any perivalvular leak in either the mitral or aortic position. On postoperative day two (2) the patient was in the cvicu comfortable and doing well. She coughed or strained, and was noted to have a significant amount of bright red blood coming from her chest tubes and blood pressure dropped simultaneously. The patient was opened and resuscitative measures were provided on the unit, and a significant mount of bright red blood was seen welling up from the posterior aspect of the heart suggestive of an atrioventicular groove tear. The surgeon felt that the only way to approach this was to remove the mitral prosthesis and repair the tear directly. The ventricular tear could be seen from approximately six to four o'clock, mostly ventricularly and did not seem to come particularly close to the av groove. The repair was completed using edwards 4700 bovine pericardium. The surgeon noted that this time, a 25mm mitral valve was selected, and placed with difficulty due to the presence of the prosthetic aortic valve. Eventually, the valve was seated. The patient was weaned from bypass with significant biventricular failure. A left ventricular intra-aortic balloon pump was placed. Eventually the patient was stable enough to be transferred to the cpacu in critical condition with the sternum open.